Event description:
User reports negative pt values for creatinine, magnesium and phosphorus which were reproducible on the analyzer but repeated within normal range on a different analyzer. User was unable to provide specific pt examples or quantity of samples impacted. Erroneous results were not reported. The field service rep determined a problem with rinsing mechanism to be the cause and cleaned the rinsing nozzle. Performance tests performed which were within specification.